Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system was removed from the patient's leg after cauterizing and it was noticed that the insulation on the tips of the jaws was peeled back. However, it was still intact so no pieces got into the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Received medwatch for this event on (B)(6), 2010, (B)(4).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.